Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hyperglycemic episode during a flareup while using the ilet, with a blood glucose of approximately 400 mg/dl for about six hours, and self-administered afrezza (inhaled insulin) to address the high glucose without third-party medical assistance. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no adverse events, no hospitalization, and no medical intervention beyond user-administered inhaled insulin. Investigation included customer interview and troubleshooting with user education regarding concurrent use of outside insulin and the need to remove the ilet for the duration of insulin activity. Investigation of this case revealed that the event resolved after user-administered inhaled insulin and that no device malfunction was reported. It was concluded that the cause of the hyperglycemia was unclear and not attributable to a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.